Manufacturer narrative:
The field service engineer determined that the printed circuit board was damaged. He replaced the board and cables connecting the board. Controls were tested and were acceptable. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated that a printed circuit board and cable on the cobas integra 400 plus were found to be damaged and blackened. The customer at the site also mentioned that the laboratory employees stepped out of the laboratory for about 15 minutes due to the odor that was generated. No adverse events were alleged to have occurred due to the issue.